Event description:
It was reported that there is a product issue involving cadd solis tubing pim 13 inch - set IV pca tubing cadd 108 inch (21-7394-24), with two different sizes currently in circulation. A sample photo has been provided for evaluation. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of event ICU aware monthno information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.